Event description:
Consumer called to report meter giving inaccurate readings. Comparing to another meter (competitive). Analysis run on clark error grid using competitive reading (260) vs. Bd readings of (116) yielded data points in the d zone of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting prod return to conduct quality investigation.